Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's pacemaker and right ventricular lead. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that no device malfunction was reported. The lead was reported to have low pacing impedance which was suspected to be due to lead damage. No intervention or adverse patient consequences were reported.